Event description:
It was reported that a malfunction alarm occurred. Customer reported pump was splashed with water consistently for about 10 mins. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.